Event description:
Journal abstract received: medial pelvic migration of the lag screw in a short gamma nail after hip fracture fixation: a case report and review of the literature; li x, heffernan mj, kane c, leclair w.; journal of orthopaedic surgery. 2010; 5:62, reported: there was a spontaneous extracorporeal extrusion of an unknown proximal femoral nail (pfn) lag screw from the body of one unknown patient (over one year from the unknown surgery date). In walking and normal weight bearing patients, the combination of axial and torsional load could contribute to lag screw migration. It is unknown if this is a synthes device. A copy of the literature article is being submitted with this medwatch. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Journal of orthopaedic surgery, volume 5, number 62, aug 27, 2010